Event description:
It was reported the patient had experienced heating at the ipg site since implant. A replacement charging system was provided, but did not resolve the issue. It was reported the patient was recharging every other day. The patient had used a spacer and tried turning the ipg off while recharging. In addition, reprogramming was unable to resolve the issue. It was reported the patient wanted to have the ipg replaced due to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.